Event description:
According to the reporter: the pt experienced a seroma. Action taken: none. Relationship to device: possible relationship. Serious - no. Seroma involving left abdominal wall not requiring treatment at present.

Manufacturer narrative:
(B)(4).